Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, recorded noise over sensing, triggering a signal artifact monitoring (sam) event and causing the respiratory rate trend (rrt) to be disabled. Additionally, high out of range shock lead impedance measurements were reported, and at the same time pacing lead impedance measurements were also high out of range. Subsequent measurements were within normal limits. Technical services was consulted and provided programming recommendations. Ts also noted that the findings were suggestive of a possible lead fracture. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, recorded noise over sensing, triggering a signal artifact monitoring (sam) event and causing the respiratory rate trend (rrt) to be disabled. Additionally, high out of range shock lead impedance measurements were reported, and at the same time pacing lead impedance measurements were also high out of range. Subsequent measurements were within normal limits. Technical services was consulted and provided programming recommendations. Ts also noted that the findings were suggestive of a possible lead fracture. No adverse patient effects were reported. This system remains in service. Additional information was received. A chest xray was performed and results were normal. The electrophysiologist discussed the option of performing an echocardiogram and the possibility of turning off therapies. The patient was awaiting the procedure and follow up based on input from the primary cardiologist. Additional information was provided. This rv lead was surgically abandoned, and another lead was successfully implanted. No additional adverse patient effects were reported. This lead has not been returned for analysis.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, recorded noise over sensing, triggering a signal artifact monitoring (sam) event and causing the respiratory rate trend (rrt) to be disabled. Additionally, high out of range shock lead impedance measurements were reported, and at the same time pacing lead impedance measurements were also high out of range. Subsequent measurements were within normal limits. Technical services was consulted and provided programming recommendations. Ts also noted that the findings were suggestive of a possible lead fracture. No adverse patient effects were reported. This system remains in service. Additional information was received. A chest xray was performed and results were normal. The electrophysiologist discussed the option of performing an echocardiogram and the possibility of turning off therapies. The patient was awaiting the procedure and follow up based on input from the primary cardiologist.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.